Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates the device is 4 years old and has not been returned to zimmer surgical for calibration and preventative maintenance. A visual inspection found the motor speed out of specification. The cause of the reported issue is due to the motor condition and a lack of preventative maintenance. The IFU states the device should be returned every 12 months for inspection and preventative maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was cutting skin in a jerky motion while being used. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that there was no injury to the patient and no additional harvest was required.